Event description:
It was reported that one year three months and twenty-eight days days post port placement, upon removal a crack was allegedly observed at a site coinciding with the reddened neck portion of the removed catheter. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A compound break was noted approximately 6.9cm from the distal end of the cath-lock. Kinks were noted throughout the attached catheter. The edges of the compound break on the attached catheter were noted to be uneven and the surface was noted to be round and smooth in both regions. Upon infusion, a leak from the compound break was observed while water exited the distal end of the catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: (B)(6) 2024), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that one year three months and twenty eight days post port placement, upon removal a crack was allegedly observed at a site coinciding with the reddened neck portion of the removed catheter. Reportedly, the port was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.